Event description:
Related manufacturer reference number: 2017865-2023-15868 it was reported that during pacemaker changeout procedu.re, the physician noted partial thickness insulation defects on both the atrial and right ventricular leads. Medical adhesives and slit sutures were used to remediate the issue during procedure on 8 mar 2023. The patient was stable.